Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported under infusion of leqembi was not confirmed through a review of the device logs or reproduced during testing. Inspection of the suspect device found no issues or anomalies that could contribute to the reported issue. Laboratory test results performed on the source device confirmed the pump module was within specification for accuracy and operating as intended. The pcu and its logs were not returned for investigation, however a log review was performed with the limited information contained in the pump module event log. The pump module event log does not contain keypress information, volume infused, and drug parameters. A review of the pump module error logs showed no records associated to the reported incident. It was identified that pump module was powered on attached to pcu s/n (B)(6) on 01 may 2025 at 08:46:11 am and was assigned channel b. At 08:52:20 am, programmed an infusion with a rate of 280ml/h and a volume to be infused (vtbi) of 280ml. Infusion was started and immediately paused. After a few seconds, infusion was restarted. At 09:34:58 am, pump module alarmed for ¿occlusion patient side¿ and infusion was restarted. Restart key pressed twice (2) and device recorded as ¿invalid key¿ twice (2). At 09:56:24 am, pump module alarmed for infusion completed keep vein open (kvo). Restart key was pressed (invalid key). Channel was selected and programmed an infusion with a rate of 280ml/h and vtbi of 280ml. Infusion was started. At 10:01:31 am, door was opened and few seconds after was closed. Infusion was restarted. At 10:09:35 am, infusion was paused, and pump module was powered off. No more infusions were recorded on the reported date. Testing and inspection of the incident administration set could not be performed; the incident administration set was not returned for investigation. The bd alaris system user manual v9.33, states within warnings and cautions, do not touch the administration set while closing the door. Failure to follow this instruction can result in infusion rate inaccuracy. Additionally, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior io returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported under infusion of leqembi was not identified. The returned device was fully evaluated, and no anomalies were found during laboratory testing. Note that this report lists imdrf annex a040502, g02017, c0601, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a leqembi infusion was ordered at a rate of 280ml/hour for 1 hour. After 1 hour, the pump alarmed that infusion volume completed. The clinician noted approximately half of the bag of medication was remaining. Interoperability indicated a programmed rate of 280ml/hour. The infusion was resumed at a rate of 280 ml/hour on a different pump channel. The original channel was removed from room and sent to be in-serviced. The medication started at 8:52am and stopped at 10:40am. Infusion completed and patient tolerated duration of treatment. There was patient involvement but no harm.

Event description:
It was reported that a leqembi infusion was ordered at a rate of 280ml/hour for 1 hour. After 1 hour, the pump alarmed that infusion volume completed. The clinician noted approximately half of the bag of medication was remaining. Interoperability indicated a programmed rate of 280ml/hour. The infusion was resumed at a rate of 280 ml/hour on a different pump channel. The original channel was removed from room and sent to be in-serviced. The medication started at 8:52am and stopped at 10:40am. Infusion completed and patient tolerated duration of treatment. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.